Manufacturer narrative:
The customer only requested a log review for a specific inquiry. Review of the event log shows the pcu was powered on. Pca was seen as attached (labeled as b); primary volume infused of 0ml; secondary volume infused of 0ml. Pca was programmed to infuse drug ID 548 (actual drug unknown due to dataset not received); infusion mode pca only; lockout interval 10 minutes; syringe type ims_30; volume 28.1679ml; rate 150ml/h; vtbi 5ml. At 9:24am-9:27am - pca dose was requested; 5ml was infused. At 10:36am - pca was programmed for volume to be infused of 1ml for each dose request. [Total of 23 pca dose requests of 1ml each were infused during this period]. At 5:59pm - pca syringe shows as empty. Primary volume infused shows as 28ml. At 6:13pm - pca syringe was replaced having volume of 32.4585ml. Pca was programmed to continue to infuse same drug ID. [Total of 28 pca dose requests of 1ml each were infused during this period]. On (B)(6) 2019 at 9:19am the pcu was powered off. Pca showed total volume infused of 56ml. The root cause was not identified. The product was not returned for investigation.

Event description:
It was reported an unknown person cut the IV line in an attempt to collect remaining morphine medication. There was no patient harm. The patient had a total of two 30ml syringes (60 ml total) hung between (B)(6) 2019 at 0600 and (B)(6) 2019 at 1424 during their hospitalization.